Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a pulse generator change out procedure, the right ventricular lead exhibited high thresholds. Upon opening the pocket, a lead insulation abrasion was observed. The lead was cut, capped and replaced. No patient symptoms were reported.